Event description:
At the beginning of use for a cardiopulmonary bypass procedure, the roller pump would not start. The device was replaced. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.